Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that during a patient event, the unit displayed "change battery" while a fully charged battery was being used. Customer also indicated that this issue has occurred with multiple batteries. No other info was provided.